Manufacturer narrative:
The device was returned and evaluated. Visual inspection found the device's hex tip to be worn. Functional testing found the device to be no longer functional, likely due to the over-tightening of the device's collet during use, which had caused permanent damage to the shaft and sleeve. This damage then allowed toggle with the mating screw which ultimately caused wear on the device's hex tip. A review of device labeling found sufficient instructions for device use. A review of manufacturing records did not reveal any non-conformances or deviations that might have contributed to the reported event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw driver did not securely hold a screw and caused the screw to be installed in a trajectory different from what was intended. The surgery was completed using the same screw and handle, but the technique was modified to keep the screw on the desired trajectory. There were no reports of patient impacts associated with this event.